Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. The device was returned in two pieces. All other aspects of the device appear unremarkable. Design: this design has been in the field since 2015. There have not been any other complaints involving this device since its introduction. There is a "very low" occurrence rate according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Manufacturing: there have not been any other complaints involving this device from this manufacturing lot. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) and risk assessment and controls report (racr) was conducted to ensure the risk was included and the occurrence is below the threshold. Most likely cause: the broken extractor reported was likely the result of applying excess force on the slaphammer resulting in brittle fracture at the tip of the device. (B)(4) : instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There was no patient involvement. An investigation was conducted; the broken extractor reported was likely the result of applying excess force on the slaphammer resulting in brittle fracture at the tip of the device.

Event description:
It was reported from the us that during a "saw bones" presentation an extractor was broken. The tibial component was tightly fitted into the tibia, and it was difficult to extract. After using extra force on the slaphammer the tip of the adapter piece broke. There was no patient involvement. No additional information was provided by the contacts related to this event.